Event description:
3fr open-ended ureteral catheter used for left retrograde, broke off mid catheter in bladder. Broken portion in remained in ureter, used for case. Removed during procedure, all portions accounted for.